Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any system message or unusual event was captured on the day of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that irrigation and aspiration were not working in torsional mode during a cataract with intraocular lens implant procedure. Following a delay of eight minutes, the phacoemulsification mode was used to complete the case with the same system. There was no harm to the pt.